Event description:
It was reported that the patient presented in the operation room for implant procedure. The newly implanted right atrial (ra) lead was experiencing high capture threshold. Also, the helix of the ra lead failed to extend during the procedure. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of inadequate capture was not confirmed. As received, a complete lead measuring 52.0 cm was returned with the helix retracted and covered in blood / tissue for analysis. X-ray examination showed that the inner coil at the connector pin region was over torqued. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures but internal shorts were noted consistent with procedural damage. The cause of the reported event was due to blood / tissue in the helix housing, on the inner coil and over torque of the inner coil consistent with procedural damage.